Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during intraoperative drilling, the t2 surgical instrument drill bit fractured. The procedure was completed using another drill.